Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a follow-up in clinic, it was observed that the left ventricular lead was dislodged. The physician elected to explant and replace the lead. The patient was stable throughout.

Manufacturer narrative:
A complete lead was returned in one piece for investigation. The damage found was sustained during the surgical procedure. The lead was otherwise normal.